Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue on (B)(6) 2026. The infusion set fell off after two days of use. No further information available.